Manufacturer narrative:
(B)(4). Date of event, explant date, and concomitant medical products therapy date: the patient states her implants were explanted in (B)(6) 2017, the day is unknown. Concomitant medical product: biomet microfixation tmj right standard mandibular component catalog #: 24-6555 lot #: 578300b, biomet microfixation small right fossa component catalog #: 24-6562 lot #: 697960b , biomet microfixation ht cross-drive screw catalog #: 91-2710 lot #: ni. Therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00143, 0001032347-2018-001444, and 0001032347-2018-00146.

Event description:
It was reported by the patient her right implants were removed due to an infection. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The patient reported that these parts were removed in a revision; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physicians reports were provided. No additional details could be gathered. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The instructions for use (IFU) for this product has the following information in the section titled adverse events adverse events that may occur following placement of the total tmj replacement system are listed below: removal of components(s) including, but not limited to the following: implant changes caused by loading and/or wear. Degenerative changes within the joint surfaces from disease or previous implants. Implant materials producing particles or corroding. Infection (systemic or superficial). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00143-1, 0001032347-2018-001444-1, and 0001032347-2018-00146-1.